Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number 3006705815-2020-02702. It was reported that patient had high impedances on one of their leads causing diminished therapy. On (B)(6) 2020 patient underwent surgery wherein the lead was replaced. It is unclear which lead was replaced therefore both leads will be reported on. Patient is stable.